Event description:
While performing preventive maintenance on bed, tech found service required light flashing.

Manufacturer narrative:
Tech found that left ucm wasn't working correctly due to fluid ingress and left ucm cable was pinched. Tech replaced ucm and cable to correct problem. The bed was in storage and there were no pt injuries alleged.